Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device was unable to print reports. It was also noted that errors were found in the log files, and the pointer on the screen of the device would jump to another place on the screen after being selected with the stylus. Furthermore, the cable bay was damaged. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the programmer was unable to print reports following a software upgrade. It was also reported that no telemetry was able to be established during a procedure. The programmer has been returned for repair. No patient complications have been reported as a result of this event. It was further reported that the returned programmer subsequently tested out of specification during manufacturer¿s analysis.